Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, during a ssro procedure for jaw deformity of the mandible, the surgeon attempted to perforate the mandible using the drill bit but it was not sharp enough to drill. Another drill bit was used to complete the procedure. The surgeon then attempted to insert a screw into the perforated hole, but the screwdriver would not hold the screw. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) matrixmidface screwdriver bld self-retaining f/90° scrwdrvr this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes employee without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.